Event description:
It was reported by service report that the scale was not accurate and the bed would not zero out. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the headend right load cell malfunctioned.